Event description:
A customer reported experiencing a cgm error 42. The issue did not adversely impact the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error code did not reappear, and the customer successfully started their sensor session.